Manufacturer narrative:
Follow-up # 2 ¿ (04/21/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs), alleging a problem with the onetouch ultra2. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2013, the patient went for a doctor¿s office visit and was told there was a problem with the subject meter. The patient tested on a doctor¿s meter at ¿108 mg/dl¿ and was given glucose tablets/glucose gel. The patient did not develop any symptoms at the time of concern. The meter issue could not be identified and resolved during troubleshooting. This complaint is being reported because the patient received treatment suggestive for hypoglycemia after there was a problem with the lfs meter.

Manufacturer narrative:
Follow-up # 1 ¿ (04/08/2014). The patient¿s meter has been returned and evaluated by lifescan product analysis on 3/24/2014 and 3/31/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.